Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery depleted in approximately 2.5 years. The device was explanted and a new device was implanted. The device was returned for analysis.